Event description:
Additional information: the procedure was completed using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to stress of repeated use, external factors or handling of the device, resulting in the image sensor unit being damaged as there was a disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors which was broken. However, the definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use in: instructions operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device. Additional information: b5.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope exhibited an e315 error (non-compatible endoscope). The issue occurred during preparation for use. There were no reports of patient harm.